Manufacturer narrative:
The customer stated they do not have any samples available as they were contaminated with chemotherapy. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event occurred on an unknown date. The customer reported a spinning spiros closed male luer, red cap that leaked an unspecified chemotherapy on the patient and the surrounding area. Additionally, the nursing staff was able to pull the affected product off from the tubing end, and the product was correctly attached to the tubing line. There was patient involvement but no harm reported. This captures the first of four events in three weeks.